Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Suspected cause was due to the customer's personal profile settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated the basal rate to address the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.